Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted that the stylet was not returned with the lead. Stylet insertion test was performed using a stylet sample in the lab. The stylet white j- 52cm passed through the coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead had placement difficulty due to resistance when inserting the stylets into the lead lumen. The ra lead was not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.